Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced pain when sitting and expressed dissatisfaction with the pump placement. The physician offered to reposition the pump; however, the patient requested complete removal of the implant. A surgical procedure was performed to remove the ipp, and no additional complications were noted.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom is known risk associated with this device type and indicated as such in the instructions for use.